Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty cca card. The device was evaluated and the reported issue was confirmed as it was noted that during decon the control panel did not reboot and the technician used u.I. To complete decon. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device displayed the error 47(control panel communication)failure and the screen was no longer functional. The device had the control panel replaced and returned to customer on 11july2023. The device will be return to the depot under warranty. Per sample evaluation results on 14sep2023, it was reported that the shut off after sanitization cycle, control panel did not reboot, used u.I. To complete decontamination. Replaced cca, isolation,component spec, rohs with 45 hour burn-in due to screen not coming on. Device was put through a functional check and pre-cal after the repair. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use.